Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during sheath insertion the 8 fr. Sheath crumbled upon attempt to insert into patient's groin when trying to gain access. The customer opened a new kit to gain access without issue. There was no reported injury to the patient.

Event description:
It was reported that during sheath insertion the 8 fr. Sheath crumbled upon attempt to insert into patient's groin when trying to gain access. The customer opened a new kit to gain access without issue. There was no reported injury to the patient.

Manufacturer narrative:
The sheath, dilator and guide wire were returned with blood on them. The sheath tubing was found to be crushed near the tip. The evaluation confirms the reported damaged sheath. We are unable to determine how this may have occurred. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting and the sheath¿s returned condition. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).